Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Event description:
Surgeon at the clinic, reported the following event to the sales rep : "(B)(6) obese patient, nail implantation d+8. Crack and pain during movement (his foot slipped off the edge of the bed). The x-ray d+1 after implantation : the holes are well positioned in distal, visible on the lateral view. After the crack : the distal screw broke and the nail was twisted 90°: the foot is "re", the distal holes are now visible on the impact side. The proximal portion could not been x-rayed, but yesterday I checked under ampli ; there is no proximal shear or break of the top screw. The distal screw has broken on each side of the nail, in ampli with good incidence, we see a fragment of the oblong screw hole." Sales rep indicated that surgeon will revise the patient on (B)(6) 2014 with 13 diameter.